Event description:
The following information was reported: balloon ruptured, manual pressure held on left groin for 15-20 minutes. The patient was not hospitalized due to the mynx device/mynx procedure. Type of procedure: peripheral.

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 6.5 mm from the balloon neck. The review of the lhr (lot f1425806) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. (B)(4).